Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service stating the island dressing is ripping her skin when she removes it. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).